Event description:
It was reported that an asymptomatic patient's right ventricular lead exhibited continuous increase in impedance. The lead also exhibited high pacing capture thresholds. It was unknown why the lead issue was occurring. However, it was noted that the patient had gotten pulled while walking the dog back in 2015 and the thresholds have been high from that point. Lead sensing was good. No intervention was performed and the patient will continue to be monitored.

Event description:
New information received on 11/21/2017 notes that the patient's right ventricular (rv) threshold was elevated and there was no capture in the right ventricle. The rv output was increased to accommodate this. On (B)(6) 2017, the rv lead was capped and replaced and the patient was stable throughout the procedure.